Event description:
Device was used on (B)(4) harmonic generator.

Manufacturer narrative:
(B)(4). Additional information: the harmonic devices are not overheating and are functioning as intended. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. We executed field sales training in 2009 to increase heat management awareness with users. As a result, there has been a 40% reduction in (ae) patient burns with the harmonic product family and 60% reduction specifically in the targeted ace family. Based on the effectiveness of these results, we have updated the sales training material to include additional details for focus (product code (B)(4)) and established the curriculum as mandatory annual training. Additionally, the following warnings are in the focus IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. "During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Audible high-pitched tones resonating from the blade or hand piece during activation are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond its useful life or that the blade has not been attached properly, which may result in abnormally high shaft temperatures and user or patient injury." "Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided." "The entire exposed blade tip is active and will cut/coagulate tissue when the harmonic focus blade is activated. Be careful to avoid inadvertent contact between all exposed blade surfaces and surrounding tissue when using the harmonic focus instrument." "Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade can result in possible damage to the instrument. If this happens, there may be a system failure signaled by a continuous beep or error code when either of the foot pedals or hand control buttons is depressed." The device was returned in good condition. The device was connected to a test handpiece and generator for functional testing. The device passed all functional tests. The reported incident could not be recreated nor confirmed.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Asked for patient information, but unknown at this time. Further inquiries have been made, confirmed which capital equipment device used on.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastrectomy procedure, the distal shaft of the device accidentally touched the bowel, causing a burn to the serosal layer. The burn/blanching did not appear to penetrate deeper layers of the colon. The blanching was approximately 2cm in length (by estimation, not measured). The surgeon noticed two grayish-white thermal marks on the bowel. No perforation visually seen but though the injury appeared to be superficial, the surgeon was not comfortable closing the patient without being completely confident that he prevented all post-op complications and as a precaution decided to perform a bowel resection. He removed approximately 2.5 inches in length. The patient is stable. One device will be returned.